Event description:
Ous MDR - it was reported that approx. 64 months after the implant this device was explanted. The pacemaker dependent patient experienced syncope. Rv lead insulation break was suspected due to low impedance, oversensing and high pacing threshold. The pacemaker could not be reprogrammed. Physician decided to replace rv lead and the pacemaker. The lead was abandoned.

Manufacturer narrative:
Upon receipt, the pacemaker was able to be interrogated. The battery status was found to be larger than 65%. The memory content was analyzed. During the analysis of the available iegms noise was observed in the right ventricular channel. Furthermore, an erratic change of the ventricular lead impedance was documented. Therefore, the header of the device was analyzed. The set screws could be easily screwed in and out and there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In the further course of analysis the impedance measurement functions of the device were tested using different temperature environments. However, the impedance measurement functions proved to be within specification. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.